Manufacturer narrative:
Concomitant medical products: yrirhx16115 stent graft implant date (B)(6) 2004; yrbrhx2816165 stent graft implant date (B)(6) 2004; etlw1616c124e stent graft implant date (B)(6) 2015; etlw1616c82e implant date (B)(6) 2015; etbf3216c124e implant date (B)(6) 2015; etcf3636c49e implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rise in impedance, polarity switch, high threshold and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.